Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system was replaced with another c-arm. The system operates as intended.

Event description:
The customer reported that the left monitor would produce a blurry image on the 9800 system. No pt injury was reported.